Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the item is contaminated due to the presence of particles. It is not a black dot but appears as two small brown smudges located on the inner wall of the drip chamber. There was no reported patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. B3 - date of event is unknown.